Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware.

Event description:
It was reported that patient was unable to wake ipg up after multiple attempts. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.